Event description:
Description: was using clean care triple action cleaner with 3 percent peroxide to clean earrings and ears. I wear glasses but am not familiar with contacts and don't wear then... I had an eyelash in my eye and scratched it and I remember being able to use my mother's saline contact solution regularly for this issue. Being flustered, I dropped it directly on my eye and felt burning immediately and flushed with water, then went to bed. I woke up with oozy and my eye shut from the puss in my eyelids. It was extremely red and I was told to place artificial tears every 15 minutes for a few days as I can. Medication administered to or used by the patient: no. Outcome: final outcome. Temporary harn/injury. Final outcome comment: unsure about vision problems at this time. Too early to tell. Where did the error occur: patient's home. When and how was error discovered: from the burning in the eye. (B)(6).